Manufacturer narrative:
A review of the device history record cannot be completed as model #, lot# and serial # are unknown. Device return requested. H3 other text : device not returned to manufacturer.

Event description:
On 7/10/2023, (B)(4), employee of intuvie, received an email from (B)(6), employee of (B)(6), who relayed the following message: it¿s taken forever to track down the portable pumps. I have 18 working pumps and 5 of them are loaners. I also have 4 pumps that need to be sent in now ; 2 with upstream occlusion (on multiple patients) and 2 that are loaners that keep cutting off. This isn¿t anything that¿s new. We battle upstream occlusion all the time. It is time to service the pumps; pole mount and portable. No further details provided. This is complaint 3 of 4. No serial numbers provided. Patients were involved but not sure if there were involved in all 4. I have sent (B)(4), an email requesting additional information needed to file these complaints. On 7/10/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.